Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part numbers and/or lot numbers were not reported, and the device was not returned. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, hematoma, and stenosis, and the relationship to the product, if any, cannot be determined. Based on the article information, a conclusive cause for the reported patient device interaction problem, malposition of device, failure to cycle, and failure to advance cannot be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to the case circumstances. The reported patient effects of hematoma, hemorrhage and stenosis. Are listed in the perclose prostyle instructions for use as a known patient effects of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date estimated d4: the UDI number is not known as the part and lot number were not provided attachment: leaflet titled,¿ utilization of perclose in ablation cases: clinical outcomes from 100 consecutive cases at our institution."

Event description:
This was a re-review at the 3-year update of the leaflet. These were atrial fibrillation (af) ablation procedures using perclose prostyle devices. The following device malfunctions and adverse events were identified: malposition (deep insertion), hemostasis failures, cuff misses, knot advancement failures, intervention, bleeding, hematoma, stenosis. It was concluded that perclose use for all femoral sheaths in af ablation, even under uninterrupted anticoagulation, is safe and effective. It enables early ambulation and supports a standardized 3-day hospital stay protocol. Ultrasound guidance remains critical for maximizing safety and procedural success. Specific patient information is documented as unknown. Details are listed in the re-review at the 3-year update of the leaflet, titled¿ utilization of perclose in ablation cases: clinical outcomes from 100 consecutive cases at our institution." No additional information was provided.